Event description:
It was reported that during an implant procedure using the protege gps stent system in the external iliac artery, there was a 10-minute delay in surgery due to product issues. Removal difficulties were reported when the stent system tip retracted into the sheath, and the stent system required snaring for removal. The lesion length was reported as 70 mm and the artery/vein diameter as 9 mm. The vessel was post-dilated. The stent system was reported to have been safely removed, and no vessel damage was reported. The patient was reported to be alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.